Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display. Blood glucose level at the time of the event was 127 mg/dl. The customer stated that the insulin pump would turn on and off prior to getting the blank display. Troubleshooting was provided for the blank display. The blank display remained. The insulin pump will be returned for analysis.